Manufacturer narrative:
Additional information: according to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation at the explanted device is necessary. No information regarding further steps is available yet.

Event description:
Distributor reports high impedances for electrode channels in telemetry.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Distributor reports high impedances for electrode channels. The patient has been re-implanted.

Event description:
In situ measurements show several channels in status high.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.